Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 3.69. Pt's therapeutic range: 2.5 - 3.5 inr. Pt has been testing on the inratio meter since (B)(6) 2011. She noticed that her inr results have been decreasing over the last several weeks so she went to the lab on (B)(6) 2012 to make sure that her readings were accurate. Tests were done within a few hours. Pt stated that her inr trends to be erratic.

Manufacturer narrative:
Investigation pending.